Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: phone_control_ios. Omnipod 5 software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.3. Cgm sensor type. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room due to hyperglycaemia on (B)(6) 2026 while wearing the pod between 24 and 36 hours. The patient reported that the pod was leaking insulin. Reported symptoms include vomiting with an inability to keep anything, including water, down. The patient was treated fluids and an unspecified nausea medication. The patient was released later the same day.